Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
It was reported that there was difficulty maintaining telemetry with the device. The device reportedly went to elective replacement indicator (eri) in (B)(6) 2010. The patient's heart rate is in the 30s and there is no pacing. The device was replaced. There was also a noted ventricular lead warning. Additional information obtained through follow up indicated that the lead warning noted "low impedance." The lead impedance was noted to be "normal" after the device change out. The lead remains in use. No patient complications were reported as a result of this event.

Event description:
It was reported that there was difficulty maintaining telemetry with the device. The device reportedly went to elective replacement indicator (eri) in april 2010. The patient's heart rate is in the 30s and there is no pacing. The device was replaced. There was also a noted ventricular lead warning. The lead appears to be still in use. No patient complications were reported as a result of this event.